Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This is report one of three reports (3007042319-2016-01803, 01804, and 01805) submitted for devices related to the same event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the vad coordinator that the patient experienced multiple power switching events and "power disconnect" alarms while out shopping. The vad coordinator also witnessed an event while the patient was in clinic where a fully charged battery switched over to other battery. The connections were examined and did not appear to be loose. Log files analysis revealed "potential power switching events". The controller and two batteries were exchanged with no effect on the patient. No further information was provided.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. Controller (B)(4) was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of (B)(4) revealed that the device met specifications; the controller passed visual examination and functional testing. Log file analysis revealed several premature power switching events involving (B)(4). One of the power switching events was logged on the reported event date, involving (B)(4). The most likely root cause can be attributed to a combination of a communication error and a battery (B)(4) with the potential to malfunction due to lishen cells within the hvad battery pack. Heartware has opened an internal investigation to address communication errors between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report one of three reports (3007042319-2016-01803, 3007042319-2016-01804, and 3007042319-2016-01805) submitted for devices related to the same event.